Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/liquid in the suction cylinder could not be identified. The root cause of the issue could not definitively be determined, however, due to a leak in the channel tube, it is likely the device reprocessing was not properly completed. The event can be detected by following the instructions for use sections below: ¿·chapter 6 application and conditions of cleaning, disinfection and sterilization¿ ¿·chapter 7 cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera ultrasound gastrovideoscope was returned to olympus and upon evaluation, a foreign material came out of the cylinder. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and residual liquid or foreign material came out of the suction cylinder related to insufficient cleaning. Additional findings include: the distal end had a stain; due to a pinhole in the channel tube, water tightness was lost; the forceps channel had a pinhole; the ultrasonic transducer had corrosion; and the label on the suction connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.